Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem was confirmed through system logs. Upon visual inspection, the unit¿s front bezel was found to be damaged, and the top cover had chipped paint. The generator was tested with the system, and upon powering the unit, error c-34 displayed which indicates indicating that the high frequency (hf) voltage was too low in the on state. The complaint was confirmed based on the field evaluation and failure analysis which indicates that the device may have contributed to the customer reported issue. The probable cause of customer reported issue is attributed to a faulty electrical component inside the generator. These errors indicate a lower voltage than expected during energy activation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci assisted unilateral inguinal hernia surgical procedure, the customer indicated that error messages were displayed by the integrated electrosurgical unit (iesu) when activating the monopolar function. The system logs confirmed repeated errors from the iesu, indicating that the iesu device needed to be replaced. The procedure was completing as planned with no report of patient injury.